Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit. The initial result was 0.347 mmol/l, with a repeat result of 4.030 mmol/l.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 822380 and the expiration date is 30-nov-2025. A field service engineer (fse) checked the sample and reagent probes and cleaned them and made adjustments. The cuvette filling and the probe washing were adjusted. The precision check and qc were both passing. The investigation determined that the service action resolved the issue.